Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, it was discovered that the locking mechanism of the robotic-assisted solution saw interface (left) device was very loose. The device was utilized together with the robotic assisted base station device and the robotic-assisted solution saw handpiece device. According to the reporter, during the procedure, the saw stopped working during the distal cut, and an error message appeared on the screen indicating a saw connection issue. The surgeon checked both the plug connection and the saw interface connection, and both appeared to be properly connected. They then attempted the cut again, but the saw stopped working once more. A saw from the second set was used to replace the original. After performing additional saw checks, the procedure was able to be continued. Upon inspection at the end of the surgery, it was observed that the saw interface locking mechanism is very loose. There was ten-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.